Event description:
This rv lead was implanted in (B)(6) 2017 and still remains implanted at this time. A call placed to technical services on (B)(6) 2017 stated that the lead exhibited noise resulting in pacing inhibition of 12 seconds. Patient had syncopal event. Noise looked like a minute ventilation sensor noise and was consistent with minute ventilation chop. There were no daily out of range impedances but impedance had declined since implant. Threshold had gone up. The following physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).